Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit and a video of the procedure were returned for evaluation. Upon inspection of the video, engineering confirmed that one of the clips in the procedure did not close properly. When the returned device was tested, five of the eight total clips did not fully close, but not to the extent seen in the video. Upon further inspection of the device, it was noted that a measurement of the jaws was oversized; however, the clips that did not pass clip closure inspection were tested for leakage and found to fully function and met clinical requirements. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. This document represents our final report.

Event description:
Laparoscopic colectomy- "this is the complaint from the market. Please refer to the complaint street." "Clip detached in the body- the user clipped artery and a vein in several places using the subject clip. The he/she found that one of the clips detached from the vein and removed it from the body. The procedure was completed by using third party clip. He/she reported the vein wall from which the subject clip detached was thin. The patient was not injured. Aomori olympus confirmed the actual article, but the subject clip was not returned to us. We would like to know the following points.